Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported following a cardiac catheterization a 6f angio-seal vip was deployed in the right femoral arteriotomy. Two days, later the pt experienced a pseudoaneurysm. Manual compression was applied and the pt was placed on bed rest. On day 3 post heart catheterization an ultrasound revealed the pseudoaneurysm had increased in size. An ultrasound guided thrombin injection was performed. A dose of 1.5 cc of thrombin was injected under color flow ultrasound into the pseudoaneurysm which resulted in spontaneous thrombosis of the pseudoaneurysm. The common femoral artery was scanned and normal blood flow was present.